Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Black rail guide is becoming worn from use, resulting in a rough surface along the carbon and splintering.

Event description:
Black rail guide is becoming worn from use, resulting in a rough surface along the carbon and splintering.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported issue: it was reported that the base bar was damaged. Product history review: review of the device history records indicate 64 devices were manufactured and 62 devices were accepted into final stock on 05/24/2017. A review of qt17-05-0097 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 210060, lot 594361 shows 2 additional complaint(s) related to the failure in this investigation. Complaint pr: (B)(4). Inspection: inspection showed pitting in carbon fiber. Conclusion: the failure mode was confirmed. The hazard/harm combination from this complaint has been previously identified. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there has been no nc or CAPA associated with the product and failure mode reported in this event.